Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reloaded the same cartridge. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.